Event description:
The patient was successfully treated for a stenosis in the right supraclinoid segment of the internal carotid artery using angioplasty and stent placement. The patient was subsequently treated for symptomatic in-stent restenosis four month, seven months, ten months and twelve months post index procedure. There were no reported complications and the patient was discharged following each procedure.

Manufacturer narrative:
The upn and batch numbers were not disclosed. Device code: other for no allegation of product malfunction or non conformance contributing to the reported event. Conclusions: other for anticipated procedural complication. Boston scientific has made several attempts to gather additional information regarding the alleged event without result. Currently, there are no further details to report. The device remains implanted and was not available for analysis. From the information provided it was determined that the device was used in accordance with the labeling and that this did not cause or contribute to the reported event. A review of the labeling found that it contained language regarding restenosis therefore, a root cause of anticipated procedural complication was assigned.